Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using an ilet system experienced recurrent low blood glucose events attributed to overcorrection behavior, with counseling provided on making small corrections to avoid rapid rises from hypoglycemia. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting to reduce risk of recurrence. Investigation included case review and counseling on device use and correction strategies. Investigation of this case revealed no device malfunction and suggested user-driven dosing decisions as the contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.